Event description:
Pt required intubation in the field. During intubation the miller-2 blade bent preventing cord visualization. No delay in intubation, another device readily available. Pt expired in ER.